Event description:
This event had no relation to the taxus stent or the stenting treatment procedure. This event was withdrawn as an event by the clinical trial personnel.

Event description:
Clincial study. It was reported that 4 months after a coronary drug eluting stenting treatment procedure, the pt experienced a hemorrhagic stroke.